Manufacturer narrative:
Technician found that the bed had no power. The battery led was off. Isolated the problem to the power cord with exposed wires causing the breaker to trip. Shipped out replacement parts. Repair is not yet confirmed.

Event description:
Info received alleging that the bed had no power. No injury reported.